Event description:
(B)(4). It was reported that the device leaks water. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. We filled reservoir tank up with water and performed a visual inspection. A cracked enclosure under the drain fitting was noted; the leak was visible. No action taken due the age and condition. Unit was scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
The device was returned to smiths medical. We filled reservoir tank up with water and performed a visual inspection. A cracked enclosure under the drain fitting was noted; the leak was visible. No action taken due the age and condition. Unit was scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4). It was reported that the device leaks water. No patient injury was reported.